Manufacturer narrative:
Investigation results indicate the complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing.

Event description:
A complaint of high readings was received on a customer's freestyle flash meter. The customer obtained a reading of 207 mg/dl. A laboratory comparison reading of 102mg/dl was obtained within a ten minute timeframe. When plotted against each other on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant.